Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, h3, h6. Analysis of the returned device identified: weight to the spec, deformation device, brown particles in the shell, wear abrasion, voids in the gel and creases fold. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment was that no issues found related with the manufacturing process.

Event description:
Healthcare professional reported rupture on right side and capsular contracture, baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional reported rupture on right side and capsular contracture, baker grade iii. The device has been explanted and replaced.